Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer replaced pump supplies and resumed insulin therapy. No adverse impact was reported to customer's blood glucose.